Event description:
This complaint is from clinical study. This pt experienced the restenosis of a cypher stent approx 6 months after having implantation in the proximal left anterior descending artery (lad). This was treated with balloon angioplasty. The pt is in stable condition. This pt was admitted to the cath lab with a chief complaint of angina. Angiography revealed a 60%, de novo, concentric, tubular, b1-type lesion of the proximal lad. The radial approach was chosen for the procedure. It was an elective case. Pre-dilation was conducted with a balloon (2.0/14mm) inflated to 12atm. A cypher stent (2.5/23mm) was deployed to 18atm for within 15 seconds. Post-dilation was conducted with a balloon (3.0/8mm) inflated to 18atm. Intravascular ultrasound (ivus) was conducted. Timi 3 flow was noted and the residual % of stenosis was 11%. Six months later, during a routine followup, diffuse 69% restenosis was observed inside the previously implanted cypher stent. This was treated with a balloon (3.0/13mm) inflated to 16atm for 6seconds. The residual % of stenosis post procedure was 10%. The pt was discharged from the hosp three days later in stable condition. Stent is not distributed in the us; however, it is similar to us product.